Event description:
Simple study adverse event form states: (B)(6) 2012. Hematoma following electrode p/s insertion. Drainage of hematoma and cleaninq with hexamidin solution. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).